Event description:
It was reported that the patient with this right ventricular (rv) lead passed out and aspirated, the patient went to the emergency room for evaluation. In a programmer the field representative noted intermittent premature ventricular contraction (pvc), and ventricular pacing not capturing. It was noted that the patient had this rv lead implanted in the left bundle branch area to be used for sensing and pacing. Additional testing clarified the left bundle branch area lead was having oversensing of noise which led to pacing inhibition. Technical services (ts) discussed possible reprogramming options. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).